Manufacturer narrative:
Other text: device evaluation the device was returned for evaluation. The device was given functional testing; this showed the device did not hold the temperature at the correct range. The cause was determined by a faulty printed circuit board.

Event description:
Information was received that device temperature is drifting on the temp check, not stable. No patient involvement.